Event description:
Patient reported a left side hardness, capsular contracture baker grade iii. Later healthcare professional reported "angled up" and "I'm not sure if it's moved, but it's angled up" and "capsular contracture baker grade iii". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.,g.2., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a left side hardness and capsular contracture, baker grade iii. The device remains implanted.